Event description:
Information was received from a healthcare professional (hcp) via a product surveillance registry regarding a patient receiving dilaudid (10 mg/ml at 1.291 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the clinic had found out today that the patient had gone to the hospital in (B)(6) after experiencing lightheadedness. The provider that saw him said that the lightheadedness may have been related to his pump medication so his dose was decreased today. They weren't sure whether he was admitted or just went to the ER (emergency room). They had requested a copy of the hospital record and would provide additional information when they knew more. Additional information was received later the same day from the hcp and it was reported that the lightheadedness had led to a fall and the patient was hospitalized. The clinical diagnosis was possible drug side effects. The event was not related to the implant procedure, possibly related to the device or therapy, and possibly related the drug hydromorphone with the drug action that caused the event noted as dose increase. The pump dose had been increased 20% on (B)(6) 2016. Additional information was received on (B)(6) 2016 from the hcp and it was reported that the patient had multiple falls, an altered mental status, and metabolic encephalopathy with hallucinations. Examination on (B)(6) 2016 found that the patient had multiple falls over the past two days and resolving encephalopathy with hallucinations. A head CT scan without contrast, chest x-ray, and EKG were done on (B)(6) 2016. There were no acute findings for the head CT scan; the chest x-ray found mild pulmonary vascular congestion with no other findings; and the EKG results were preserved ejection fraction, no acute findings. An eeg was done on (B)(6) 2016 and the findings were consistent with metabolic encephalopathy. On (B)(6) 2016 examination found the patient's mental status improving; the patient had no hallucinations in the past two days. The patient was discharged to home with outpatient pt (physical therapy). The patient outcome was reported as ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-aug-2016 from a healthcare professional via a product surveillance registry and it was reported that examination on (B)(6) 2016 found that the patient's dizziness and lightheadedness continued. As of (B)(6) 2016 the event was still ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated a catheter access port (cap) contrast study and pump check were done on (B)(6) 2016 and gave results of a patent catheter with no leaks and the rotor working properly. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's baseline weight was 210 lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient had an examination on (B)(6) 2017 and was alert, oriented, appropriate, has seen neurologist who diagnosed metabolic encephalopathy. The issue was noted to have resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated there was a hematoma around the pump reservoir pocket following a fall. The patient fell and landed on the right side where the pump was located and had significant bruising around the reservoir. No further complication was anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.